Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged tube was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h.10.

Event description:
It was reported when using the bd tube k2edta plh 13x75 4.0 plbl lav br customer found a molding defect inside the tube. There was no report of impact to patient or user.

Event description:
It was reported when using the bd tube k2edta plh 13x75 4.0 plbl lav br customer found a molding defect inside the tube. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.